Manufacturer narrative:
The reported event was confirmed as manufacturing related. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure is mechanical failure. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that there were contaminated product inside the unit sterile packaging, product with residues adhering to the probe, bubbles with relief formed in the probe in the silicone, deformity in the tip of the probe, hair in the probe, goticulas inside the package in the product consists of 72 boxes of 30 units. It was reported that there were 129 units that were separated due to visual contamination of the product. The product was not delivered to the end customer. Per additional information via email from ibc on 19feb2021, small drops like water inside the package was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were contaminated product inside the unit sterile packaging, product with residues adhering to the probe, bubbles with relief formed in the probe in the silicone, deformity in the tip of the probe, hair in the probe, goticulas inside the package in the product consists of 72 boxes of 30 units. It was reported that there were 129 units were separated due to visual contamination of the product. The product was not delivered to the end customer.